Event description:
A customer reported that the system presented with low aspiration prior to a cataract extraction procedure. This case, as well as all other scheduled cases, was canceled after the patient had received peribulbar anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).